Event description:
It was reported that during a procedure using the fast-fix 360, when t1 was set or when the disposable setting tool was withdrawn, the setting tool broke approx. 4 cm from the tip. Therefore, t2 could not be placed. The instrument had to be withdrawn and the first anchor and suture removed. It is unknown if there were any delay or how the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Internal complaint reference: case (B)(4).

Manufacturer narrative:
H10: internal complaint reference: (B)(4). G4 updated: smith and nephew representative became aware of this event on november 23rd, 2021. Aware date was updated as per this new information received.

Manufacturer narrative:
The reported device was not returned to the designated complaint unit for independent evaluation, thus visual inspection and functional testing could not be performed. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review determined this was a repeat event. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. Based on the limited information provided, the clinical root cause of the reported events cannot be confirmed. Per the complaint details, the instrument had to be withdrawn and the anchor and suture were removed. It is unknown how the procedure was completed or if there was a delay. No patient complications were reported. Therefore, no further clinical assessment is warranted at this time. The IFU, fast fix 360 was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. There was no way to determine if the device contributed to the reported event. The complaint was not confirmed. Factors that could contribute to the reported event include an application of unintended excessive force to the tip of the device. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.